Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient turned her stimulation therapy off because it was making her legs and feet cold. An x-ray determined that the leads had moved out of place. The patient was reportedly looking for a doctor who would accept her new insurance before getting the surgical revision. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Event description:
Additional information received reported that stimulation was in the wrong location. The patient saw their healthcare professional (hcp) on (B)(6) 2014 and an x-ray found the lead had moved. It was noted on (B)(6) 2014 an attempt to turn on the stimulation was made, but was unsuccessful. The patient had the stimulation off since last march because it was not working in helping her with the pain in her back. It was noted that the implant only took care of the pain in the legs and not in the back.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received summarized the patient's medical history. The patient reportedly did not talk to the doctor until she was ready to have the replacement surgery when she said "I don't want to live without the help of the stimulator before going to sleep." It was noted that after the new unit was put in, the manufacturer's representative reprogrammed it but it never seemed as successful as the first one. It was noted that he programmed it as best as possible and the patient kept working with it until about six months prior to report. It was noted that it made the patient's legs and feet cold and uncomfortable, didn't seem to be programmed high enough on her back to relieve the pain, and "made her nervous." It was noted that the patient turned it off at that time. The patient reportedly changed insurance companies and was hesitant to call for help again due to "horrendous charges billed to medicare." The patient decided to call the manufacturer's representative to see what her options were and scheduled an appointment for (B)(6). After another reprogramming attempt, they could not get the stimulation off the patient's legs and onto her hips and back where her pain was. The doctor reportedly requested x-rays and it was determined that the leads had moved. The patient had no known falls. The patient called dr. (B)(6) since dr. (B)(6) did not accept her new insurance and had an appointment with him on (B)(6). The patient reportedly only saw the manufacturer's representative and the physician's assistant. The same results occurred with the programming of the unit and the doctor said the insurance would not pay to fix the problem. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
.

Event description:
Additional information received reported that an x-ray was performed on (B)(6)-2014 and it was determined that the leads were left of the midline at t10 and t11. It was noted that reprogramming was performed on (B)(6)-2014 and they were unable to achieve stimulation in the back. The patient was not hospitalized due to this event.